Event description:
In 2001, the patient underwent surgery for a tumor in the left cerebellum. Though suggested in the package insert, there was no record of drainage applied to the site during the initial implantation of the bonesource. Later during the course of treatment, the patient presented with bulging at the surgical site and possible infection. The patient underwent revision surgery in 2002 to clean the infection from the site.